Manufacturer narrative:
(B)(4). Batch # m93996. The analysis results found that the device was received with the tissue pad detached returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Upon visual inspection to the device, no damage was found with the blade as was reported by the costumer. The device was connected to a test hand piece and a gen11 and the device did activate and passed the pre-run during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a termination of pregnancy (top) & salpingoophorectomy procedure, the device was used for the ligation and transection of the fallopian tube. The first error occurred after the device was first assembled to the handpiece. The gen11 did not have any response or show instruction for testing. Then the scrub nurse detached and reassembled the device to the handpiece again. After testing, the surgeon only activated the device for a few minutes, and realized the tissue pad has completely fallen off. The tissue pad was taken out from the patient and is attached to the returned product. The active blade and the upper jaw of the returned device are shown to be "burnt." The surgeon had to open another device to complete the procedure. There were no adverse consequences for the patient.